Event description:
My name is (B)(6), for almost 7 years I battled severe auto immune issues and was left to die. Unable to work, in and out of hospitals, from one specialist to another. I was bombarded with medication, in constant pain, depressed with fatty tumors growing throughout my body. Gaining weight I lost hope as my hair began to fall out. My nasal passages closed up from nasal polyps. I developed allergic reactions and found myself allergic to everything I once loved. A single mom with a disabled autistic child. Our quality of life has diminished greatly. We became home bound hermits in this gilded cage. Dependent on others I lost my will to live. Why couldn't anyone figure out what was wrong with me? That all changed when I heard about dr (B)(6). Known for helping those with chronic ailments I waited patiently for months just to see her. Desperate for help I filled out the new patient intake forms. As her office requires the last 10 years of medical records. Dr (B)(6) like the dog whisperer she studies every aspect of your life and medical history. All to provide her patients with the absolute best medical care possible. Then my phone rang and it was her assistant calling to let me know I couldn't be seen in their office. I rushed over to her office in sheer desperation, I begged for help. Why can't I be seen? To my surprised I was refused to be seen because there was no record of me. On multiple occasions her office requested my medical records from a number of doctors and hospitals. Only to find out they had no record of me. So they automatically assumed I must be lying about my health or medication seeking. I broke down in tears "I'm dying, please help me, I just want to live for my son, I'm not lying to you". Her assistant took pity on me and asked me about my past surgeries, specific dates, doctors, and hospitals. She called up each hospital requesting the "operating room report for the doctors performing surgeries during those specific dates". When one report was faxed in and on that list of surgeons operating showed one of my doctors names, the procedures he was doing that day. On that list of operations for the day it said "paragard removal / essure implant / banchs". This proved I wasn't lying and where did my medical records go? Within two weeks of meeting dr (B)(6) I was schedule for surgery. A laparoscopic radical hysterectomy to remove the "black label" device that was rotting my organs and killing me inside. During surgery I suffered a microscopic cut to my artery. "Some how" this injury was missed and I was closed up and sent home to recover. Internally bleeding for 12 days crying for an insufferable burning pain inside. My mom and I would call my surgeon daily complaining of this pain. Only to hear I was being a baby, this is normal, he recommended bed rest and pain medication. Since I had no fever my mother flew back to (B)(6) on the 10th day post op. Scared and alone with my son my stomach grew bigger than the day I gave birth. Then on the 12th day post op I drove my son to school in tears from the pain. When I went to lay down I suddenly exploded. A clot bigger then a full term child came out of my body. Blood everywhere I called my mom to "please call 911 I'm gonna die". Barely able to stand, I stuffed towels between my legs and try to get to my front door to unlock it. When I passed out naked by the front door bleeding to death. I was in and out of consciousness begging ems to please rush me to the hospital. Never sounding the sirens they stopped at every light. The hospital only 14 minutes from me took them 29 minutes to arrive. Covered in a pool of blood, cold, dying I was rushed in for a CT scan. I was bleeding out internally when suddenly I heard "she's crashing". Not only did I undergo emergency surgery, my reproductive organs removed my entire life has been ruined emotionally and physically. FDA safety report ID# (B)(4).